Event description:
Reporter indicated that vns patient had passed away. The physician suspects sudep as the cause of death, but the patient's family has refused an autopsy. The patient's stimulation was activated in 4/02 and settings were increased every two weeks. The patient was seen in 5/02 and doing well. The magnet current was increased to 1.25ma and the patient was showing improvement as evidenced by a decrease in seizures and an increase in responsiveness. The patient was found dead in their bed in the morning 8 days later. The physician indicated that the relationship between the ncp system and the cause of death was unknown.